Event description:
It was reported during use that the core console caused the handpiece to continue run when the foot pedal was no longer activated. The procedure was completed with another device. There was no patient or user adverse consequence associated with this event.

Event description:
It was reported during use that the core console caused the handpiece to continue run when the foot pedal was no longer activated. The procedure was completed with another device. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Upon visual inspection, the device was found to have non-stryker repair. The device was repaired and returned to the user facility.

Manufacturer narrative:
Updated the serial number due to new information received.

Event description:
It was reported during use that the core console caused the handpiece to continue run when the foot pedal was no longer activated. The procedure was completed with another device. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Device evaluation will begin upon receipt of the device.